Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had consistent insulin flow blocked alarms during bolus on the insulin pump. Customer's blood glucose was 169 mg/dl. Customer called several times. Customer tried different sets/lots or cannula lengths. Customer stated that insulin was not expired or denatured. Sites were rotated and tubing was not bent/kinked. Customer insists on replacing the pump. Customer will be sent a replacement. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.